Event description:
A malfunction was reported by the customer, displaying a specific malfunction code. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again should the issue reoccur and confirmed understanding of the instructions.